Manufacturer narrative:
The customer¿s complaint of tubing separated and leaked was confirmed. During visual inspection, it was noted immediately that the pvc tubing was completely separated from the smartsite outlet port below the lower fitment. Fluid was leaking from the separation. Dimensional analysis was within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that the tubing set separated right below the 2nd (middle) smartsite and leaked from the bottom portion of the separated tubing set during an ivig infusion. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing set separated right below the 2nd (middle) smartsite and leaked from the bottom/inferior portion of the separated tubing set during an ivig infusion. There was no patient harm.